Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was unpacked, the tank was filled with water, the disposable was attached, and the start button was pressed. The device started to run but after about 1 second the over temp alarm and led turned on. The root cause of the reported issue was found to be a defective dual thermistor. Actions were taken to mitigate the reported issue: replaced the dual thermistor, o-rings, tank cover and tank gasket.

Event description:
It was reported the device was turned on the temperature display read "72 c". No adverse effects reported.